Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 47080be00 and complaint issue. The overall performance of the alinity I toxo igg reagent lot 47080be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 47080be00. Correction of clerical error in section h10 additional mfg narrative. The word sensitivity was corrected to specificity. The correct statement is: all specifications were met and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted.

Event description:
The customer observed false reactive alinity I toxo igg results for two patients. The samples were repeated, and the results were nonreactive. The following data was provided: patient 1: sid (B)(6). (B)(6) 2023 initial result = 13.6 iu/ml (reactive); repeat results = 0.1, 0.0, 0.0 iu/ml (all nonreactive). Patient 2: sid (B)(6). (B)(6) 2023 initial result = 4.0 iu/ml (reactive); repeat results = 0.0, 0.1 iu/ml (both nonreactive). No impact to patient management was reported.

Manufacturer narrative:
Section a1- patient identifier: patient 1 sid = (B)(6), patient 2 sid = (B)(6). This report is being filed on an international product, alinity I toxo igg, list number 07p45-22, that has a similar product distributed in the us, list number 07p45-40 / 07p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg results for two patients. The samples were repeated, and the results were nonreactive. The following data was provided: patient 1: sid (B)(6). (B)(6) 2023 initial result = 13.6 iu/ml (reactive); repeat results = 0.1, 0.0, 0.0 iu/ml (all nonreactive). Patient 2: sid (B)(6). (B)(6) 2023 initial result = 4.0 iu/ml (reactive); repeat results = 0.0, 0.1 iu/ml (both nonreactive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 47080be00 and complaint issue. The overall performance of the alinity I toxo igg reagent lot 47080be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 47080be00.

Event description:
The customer observed false reactive alinity I toxo igg results for two patients. The samples were repeated, and the results were nonreactive. The following data was provided: patient 1: sid (B)(6). 21apr2023 initial result = 13.6 iu/ml (reactive); repeat results = 0.1, 0.0, 0.0 iu/ml (all nonreactive). Patient 2: sid (B)(6). 21apr2023 initial result = 4.0 iu/ml (reactive); repeat results = 0.0, 0.1 iu/ml (both nonreactive). No impact to patient management was reported.